Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure, difficult removal from anatomy, or poor imaging. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure is related to challenging patient anatomy (grasping spot in area of papillary muscle, thin leaflets at grasping spot). The reported difficult removal from anatomy is related to procedural conditions (entangled with chordae during positioning). The reported poor imaging is related to procedural conditions (high shadowing). The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code:

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging due to patient's anatomy. 2 triclips were successfully implanted at anterio-septal location. An attempt was made to deploy third triclip. Difficulty was encountered while grasping and capturing the leaflets. The clip got entangled with chordae and lead to chordal damage. As a result, the clip was removed from the anatomy and the procedure was terminated with unchanged tr. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.